Event description:
It was reported by a customer in (B)(6) that, an 840 ventilator graphic user interface (gui) lower display was unreadable and exhibiting stripes. There was no pt involvement.

Manufacturer narrative:
The device is waiting for the authorization of a purchase order to be repaired. Due to the age of the device (14 year old). Covidien reference # (B)(4).